Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Customer stated she received a bad batch of infusion sets that caused her blood glucose to reach to 500 mg/dl and after changing out twice she could only lower it to 300 mg/dl. Customer also stated that she is very unhappy with the sensor feature; the sensor has never caught low blood glucose levels. Nothing further reported.